Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer alleged that after loading a cartridge with 150 units, the insulin gauge displayed an inaccurate fill estimate. Tandem technical support educated the customer that the insulin gauge displayed an accurate fill estimate. Reportedly, the customer's blood glucose level was 280 mg/dl, and was addressed with a correction bolus.